Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. As reported, there was no harm or injury to the pt due to this event. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on (B)(4) 2013, a pt of unknown age and gender presented for an angiographic procedure. When opening the sterile packaging of the disposable device, it was noted the tip of the catheter had fractured off inside of the packaging. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. As the defective disposable device never came into contact with the pt, the pt suffered no harm or injury due to the event. It was reported that the device involved in the incident is available for returned to the manufacturer for evaluation.